Event description:
Additional information noted that the patient had been experiencing recurrent pneumonia. Contrast aided imaging showed that the atrial lead had possibly protruded past the atrial wall and was possibly in contact with the lung. Imaging did not reveal a puncture of the lung. Partial atelectasis was noted in the region.

Event description:
It was reported that the atrial lead perforated the patient. The physician elected to leave the lead in place. The patients pacing system was functioning properly and the patients condition was good.

Manufacturer narrative:
Date of event should have been (B)(6) 2013 rather than (B)(6) 2013.